Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: inflow valve

Event description:
Major pump unit(s) involved: blood pumpadditional text: inflow valve incompetentspecific component(s) involved: inflow graft malfunction/malpositionadditional text: incompetent valveother component:causative or contributing factor: no specific contributing cause identifieother cause:intervention(s): other interventions, specifyother intervention : remove xve and implant hm iitype: lvad.